Event description:
It was reported by service report that the side rail could not be latched in the raised position due to a broken weld; mattress was missing. No pt involvement or adverse consequences are reported.